Event description:
The doctor reported separating a file in the pt's tooth during a dental procedure. Retrieval techniques were reviewed with the doctor and the pt will return in two weeks for the doctor to attempt file retrieval.